Event description:
The target lesion was the mid left anterior descending (lad). The lesion was de-novo, eccentric, bifurcated and a thrombotic total occlusion lesion. Aha/acc classification of the vessel was type c. It was an emergent case due to an ami. Pre-dilation was conducted with a balloon (2.5/14mm) at 6atm for 30sec. A 3.0 x 28mm cypher stent was implanted at 16atm for 30sec. Post-dilation was conducted with balloon (3.25/14mm) at 20atm for 30sec. Ivus was conducted. The residual % of stenosis was 0%. Timi flow before the procedure was 0, after the procedure was 3. The following day, the patient complained of chest pain during hospitalization within 24 hours from the implant of the cypher. Cag was conducted, a thrombus was observed from the proximal edge to inside the implanted cypher stent. To treat the thrombus, heparin (10,000u) was administered intravenously and aspiration and balloon angioplasty with a 3.0mm balloon was conducted. The balloon was dilated at 20atm for 30sec. Additionally, the patient was treated with iabp. Physician indicated that the possible cause of the thrombotic event was that the start of the administration of the anti-platelet agent was the day of the pci, because the case was emergent. Also, the stent seemed to be under-dilated.

Manufacturer narrative:
This device is distributed outside the united states; however it is similar to the united states product. The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.